Event description:
Potential for injury associated with a leaking gearbox on an m51psemired power chair. This event could cause a possible slip or fall injury to the user, caregiver, and/or bystander.